Manufacturer narrative:
Block b3: approximate date since event occurred since first surgery. Block d.2b; additional applicable product codes: nhl, pjs the lead has not been returned as it remains implanted. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The device was not returned for analysis. Record review revealed no additional information related to the complaint; therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a planned procedure to implant the second lead. During this procedure, the previously implanted left lead was repositioned by 5 millimeters (mm) after imaging from the initial surgery confirmed that the lead had been placed above the intended target. Following repositioning, the lead demonstrated high impedance readings; however, the physician does not intend to take corrective action, as the elevated impedances have been present since the original implantation. The patient did not experience any adverse effects related to the initial lead misplacement and had achieved some symptom improvement. Postoperatively, the patient is reported to be doing well.

Manufacturer narrative:
Block b3: approximate date since event occurred since first surgery. Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a planned procedure to implant the second lead. During this procedure, the previously implanted left lead was repositioned by 5 millimeters (mm) after imaging from the initial surgery confirmed that the lead had been placed above the intended target. Following repositioning, the lead demonstrated high impedance readings; however, the physician does not intend to take corrective action, as the elevated impedances have been present since the original implantation. The patient did not experience any adverse effects related to the initial lead misplacement and had achieved some symptom improvement. Postoperatively, the patient is reported to be doing well.